Manufacturer narrative:
One device was evaluated. Service center technician reported the plate covering and back covering is damaged. The unit was checked for function and electrical safety. All tests passed successfully. The reported condition was not confirmed. Product does not meet specification. The investigation found the device to function normally. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the invos 5100c preamplifier provided low readings from the second channel. There is no allegation of patient injury.